Event description:
It was reported that the patient had several inappropriate shocks one day post-implant. The shocks were due to oversensing during a wandering baseline. Technical services advised some testing options. The system has now been reprogrammed from the primary sensing vector to the secondary. There were no additional adverse patient effects. The system remains implanted.